Event description:
The hcp reported premature explant of the pump 37 months after implant. Upon refilling the pump, the hcp had noted a copious amount of clear fluid leakage following insertion and retraction of the needle. The pump was explanted in 2004 and the hcp replaced the pump and connector. The hcp encountered some difficulty regulating the baclofen dosage post-operatively. The pt experienced neurological changes; i.e., lethargy and muscle weakness. It was unk if these symptoms were related to the medication or the pt's disease process. The pt's dose was subsequently titrated from 1100 mcg/day to ~ 200 mcg/day.